Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) was in septic shock. Moreover, the patient experienced nausea, vomiting, dizziness and hypotension. The patient was then treated with medications. Additional information obtained from the field representative that laboratory tests were performed and queries have been placed to clarify device involvement. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
Additional information indicated that the system was explanted due to sepsis. No additional adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Additional information indicated that the patient had (B)(6) that was based on blood cultures. No additional adverse patient effects were reported.